Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that the balloons ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4): functional analysis was not possible due to a leakage on the ibt. Visual analysis confirmed the leakage. A radial hole is visible on the distal peak of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon can be attributed to the contact with bone splinters during surgery.